Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-mar-15. The hcp received a phone call from the patient for the manufacture representative¿s (rep) phone number. There was an unknown cause. Possible lead issue. The rep interrogated. Possible defective or lead fracture. Thoracic x-ray ordered. Follow up with doctor scheduled to review results on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling stimulation and their symptoms had returned. Product services (ps) instructed the patient to change the programming, but this did not resolve the issue. The patient noted they were using group b mobile. Ps walked the patient through switching to a different group. The patient switched to group a and increased stimulation from 5.10 to 9.90. The patient stated they were at the upper limit and they could not go any higher. The patient stated they still were not feeling stimulation. The patient was redirected to follow-up with a healthcare professional (hcp). Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient had increased pain. The patient didn¿t feel anything when she turned her stimulator up. Impedances were out of range on 12 of 16 contacts. The impedances were greater than 20,000. The patient was programmed around the issue and the rep informed the healthcare professional (hcp). The hcp was going to order an x-ray and determine the next steps. The patient was placed on hd programming on electrodes with normal impedances. The patient was going to contact the office with any issues. The issue was not resolved at the time of the report. No further complications were reported.